Event description:
Philips received a complaint from customer reporting a battery failure on a v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
Philips service center provided the customer with a quote for repair services. The quote expired after 90 days with no customer response. Therefore, this case is considered invalid, customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16857.